Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the transversalis fascia was opened and the peritoneum was elevated and retracted. A large perfix plug was placed in the defect and cooper¿s ligament was sutured to the plug¿. (B)(6) 2014 - patient had right ilioinguinal nerve entrapment thereby underwent open repair, per operative notes, ¿the two limbs of mesh graft lateral to the internal inguinal ring were also involved in the scar. Several small fragments of the mesh were excised. The genitofemoral nerve was identified and dissected free". Attorney alleged that the patient had pain and emotional injuries. It was also alleged that the patient had nerve entrapment, additional surgery, mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 1 month post implant of perfix plug, patient was diagnosed with nerve damage and pain thereby underwent repair with additional surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.